Event description:
It was reported that the patient presented with syncope. It was determined that the lead exhibited decreasing impedance and oversensing. Insulation damage was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).